Event description:
Bd instyle autoguard IV catheter 20 gauge was in place in patient right inner forearm this am. Patient states he bumped his arm on CT machine when lowering his arms after scan. When he arrived back on unit, he asked the nurse to assess his IV site. She went to flush site when she noticed site leaking. The team removed the dressing to discover the hub with no inner cannula attached. All parties notified at that time. Md notified radiology who started ordering x-rays and us. Upon completion of all scans, the inner cannula was not found.